Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extension lines were in use. The patient line had not separated from the transfer set. The patient did not press go prior to connecting. A dummy tummy was not in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. There was nothing unusual noted about the supplies. The set was not being reused. The patient did not have pets that could cause damage to the supplies. There was no damage noted to the over pouch or carton in which the supplies were delivered, and a sharp object was not used to open either. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) forgot to close two clamps on unused lines. Causing the alarm. The baxter technical services representative (tsr) explained the alarm and assisted the hp to clear them and open the cassette door so that the hp may set up again with new supplies. The tsr referred the hp to her on call registered nurse for further medical instructions. Proper procedures were reviewed and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.